Event description:
The customer reported, that this hose burst. There was no report of serious injury or surgical delay associated with this event. At this time, add'l info could not be obtained from the user facility.

Manufacturer narrative:
Investigation: an evaluation of the hose confirmed the reported problem and found the outer hose burst at the coupling end. Further eval found a high pressure air leakage from the coupling end and diffuser damage. The last date of repair noted for this nose is 2003. The customer will be contacted with add'l info regarding care and maintenance of this product.